Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low in the morning (33-45 mg/dl). Customer drank juice and ate carbohydrates to address low blood glucose. Customer's healthcare provider recommended changing basal setting to resolve the issue.